Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine check-up. Upon interrogation, the right ventricular lead exhibited noise. The implantable cardioverter defibrillator could not be interrogated after attempts with multiple programmers. The patient was uncertain if a vibratory alert was received. Further investigation revealed the device had reached end of life from a five year battery longevity estimate in october 2017. On (B)(6) 2018 both the device and lead were explanted and replaced. The patient was noted to be in stable condition.

Manufacturer narrative:
Maude report was received - mw5074760.

Manufacturer narrative:
A partial lead distal segment measuring 11.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.